Event description:
It was reported that the error 75(non-recoverable system error) was occurred while starting the arctic sun device. Per review of wo on 11dec2023, there was no patient involvement. Per follow up information received via email on 12dec2023. Device was under investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the error 75(non-recoverable system error) was occurred while starting the arctic sun device. Per review of wo on 11dec2023, there was no patient involvement. Per follow up information received via email on 12dec2023. Device was under investigation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed t3 thermistor. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed t3 thermistor. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the error 75(non-recoverable system error) had occurred while starting the arctic sun device. Per review of wo on 11dec2023, there was no patient involvement. Per follow up information received via email on 12dec2023. Device was under investigation.